Event description:
The head of handpiece became hot and burned the pt. The initial burn created a small blister. Ointment was applied to the burn. She healed fine.

Manufacturer narrative:
The doctor was informed that the handpiece bearings are worn and gritty. A service check was recommended to evaluate if it was time for maintenance repair. In addition, maintenance info was reviewed with the dr.